Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was oversensing the minute ventilation (mv) signal on the right atrial (ra) channel. Boston scientific technical services (ts) discussed that this was likely related to the mv advisory and discussed programming options. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker was oversensing the minute ventilation (mv) signal on the right atrial (ra) channel. Boston scientific technical services (ts) discussed that this was likely related to the mv advisory and discussed programming options. No adverse patient effects were reported. This device remains in service. This device was explanted and replaced due to normal battery depletion. This device was returned to boston scientific for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide a correction number as this device was included in the recent minute ventilation sensor signal oversensing advisory population.